Event description:
The customer reported that the system was slow to boot, then would not perform fluoroscopy and would lock up. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.